Event description:
It was reported that during the feeding insert procedure, the device was allegedly failed to insert due to the proximal edge was flanged that is preventing the peg tube entering. The procedure was completed with using anther brand device. The current patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: one tri-funnel replacement gastrostomy tube 24f was returned for evaluation. The investigation is inconclusive for the reported difficult to insert issue as the exact circumstances at the time of the reported event are unknown, and the reported event could not be reproduced in the lab.a definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during the feeding insert procedure, the device was allegedly failed to insert due to the proximal edge was flanged that is prevent the peg tube entering. The procedure was completed with using another brand device. The patient status is unknown.